Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that full height enhanced cubie drawer 7 was not detected on bus due to a defective pyxibus interface board. A field service engineer substituted the interface board and restarted the system to rectify the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system device does not deduct on the bus. A customer reported that the user was unable to dispense medication during the occurrence of a malfunction. There were no adverse events or injuries reported based on this event.